Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the customer reported failure. Service performed to correct reported problem; however, there was no part replacement required. System inspected, tested and verified as ready for use. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a message displayed that indicated the stabilization feet were deployed and cart drive was disabled. The intuitive surgical, inc. (Isi) technical support (tse) was contacted and the customer was informed that the message indicated stabilization feet were deployed and prompted to check cart drive selection lever. Tse instructed customer to switch cart drive lever to manual and then power up; however, the cart drive would work momentarily and then stop. Tse had the customer ensure that no cannulas or adapters were connected. Power cycled the system and emergency powered off the patient side cart; however, the issue persisted. Customer could not move the cart with the cart drive in manual. The system generated an error 1104 indicating possible invalid pressure sensor reading. The surgeon decided to convert to laparoscopic surgical techniques to complete the procedure with no reported injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the customer reported failure. Service performed to correct reported problem. No part replacement required. System inspected, tested and verified as ready for use. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.